Event description:
It was reported that this implantable cardioverter defibrillator delivered an inappropriate 4 bursts of anti-tachycardia pacing and 6 shocks due to a atrial driven tachycardia. The therapy of the device was exhausted. Reprogramming options were discussed by technical services. Device remains in service. No further adverse patient effects were reported.